Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to diabetes ketoacidosis and high blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was over 40 mmol/l. Customer stated that they experienced nausea, vomiting and was treated with intravenous drip and insulin administration. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information provided about hospitalization date was incorrect with the initial report. The correct information has been included with this report. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2020.